Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the pre-operative check prior to pulse generator change out, the left ventricular lead exhibited high lead impedance. No intervention or patient symptoms were reported.

Event description:
New information stated that no intervention was performed; the lead remained active. The patient's condition was stable during and post event.